Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. No product lot number was reported; therefore, no lot release records were reviewed.

Event description:
It was reported that the patient is currently in the hospital. The patient did not provide details to the event or if it was related to the omnipod system or to the patient's diabetes.